Manufacturer narrative:
Additional information has been provided in section d.9, h.3, h.6 and h.10. One opened soft tip cannula in a blister within a bag was received for the report of during surgery when using the cannula the doctor realized that it did not have a silicone tip. The sample was visually inspected and was found to be nonconforming, the soft tip was missing from the hub. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo provided by the customer were reviewed by the manufacturing site. The photos are of cannula in an open blister and a tyvek label, the reported product, lot information and product complaint is confirmed. The returned sample was received opened. Therefore, how and when the soft tip of the cannula became missing cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery ophthalmic cannula ha no silicon tip. Procedure was completed with another tip. Patient harm was no reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).